Event description:
It was reported the patient's implantable neurostimulator (ins) was explanted due to an infection. It was stated the patient's right pocket looked swollen and red. It was noted the patient status at the time of report was alive with no injury. It was further reported there was no culture information available and the patient did not receive effective deep brain stimulator (dbs) therapy at the time of report because the entire system was explanted due to the infection.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient received both IV and oral antibiotics. Additional information received reported it was unknown if perioperative antibiotics were administered. It was noted the patient did not have meningitis. It was stated there was redness and drainage. It was noted the primary location of infection was at the device pocket. It was noted a culture was obtained from the device pocket and blood. It was stated the type of organism that was cultured was unknown. It was stated the patient had IV antibiotics and a total device system explant. It was noted the infection resolved.

Manufacturer narrative:
Product ID: 64002 lot# n268813, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: adapter; product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension; product ID: 3387-40, lot# v002359, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead; product ID: 748266, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension; product ID: 3387-40, lot# v002359, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead; product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: accessory; product ID: 37642, serial# (B)(4), product type: programmer; patient product ID: 3387-40, lot# v002359, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead.